Event description:
Customer initially called to report no delivery alarms. Customer stated theat was hospitalized for high glucose levels due to the no delivery alarms. Troubleshooting was done and pump passed the prime test.